Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose 42 mg/dl. Customer stated that they had blood glucose over 42 mg/dl at the time of incident and current blood glucose level was 253 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose. The customer did not experienced the symptoms related to the low blood glucose. Based on customer report customer does not allege pump was over delivering. The customer was treated with the glucagon. Troubleshooting was done for low blood glucose and over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.